Manufacturer narrative:
(B)(4). The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a coronary artery procedure, a graft master stent delivery system (sds) was advanced to treat an unspecified, perforated vessel, but would not cross the lesion due to the patients anatomy. The graft master sds was removed and another graft master sds was used successfully for the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure reported. There was no additional information provided.